Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-13445, 1627487-2018-13447.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-13445, 1627487-2018-13447. It was reported the patient underwent surgical intervention on an unknown date, wherein the ipg and leads were explanted for an unknown reason.